Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. During a recent follow-up, this ICD was unable to be interrogated. Various programmers were used, and troubleshooting took place with technical services (ts), but interrogation was still unsuccessful. A magnet was placed over the device, and no beeping was heard. There was a concern the patient was not protected by device therapy, so the decision was made to explant and replace this ICD. It was noted the patient's last device check 6 months ago was reportedly normal, and the patient did not report receiving any shocks or having any hospital admissions/radiation therapy/MRI /new generator since last check. He reportedly also used an arc welder around 6 months ago without incidence. This patient was hospitalized. There were no adverse patient effects reported. Subsequently, additional information was received that this ICD was successfully explanted and replaced. The associated leads were implanted with the new device, and all measurements were normal and within range. It was noted this ICD was again attempted to be interrogated, but no telemetry with the device was possible and a magnet placed over it still had no effect. There were no physical abnormalities observed on ICD.

Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion